Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized for high blood glucose on monday. Blood glucose reading was 600 mg/dl. Another blood glucose was 140 mg/dl. The auto mode features was unknown at the time of high blood glucose. The insulin pump will be returned for analysis.